Manufacturer narrative:
Concomitant medical products: acrobat 2 calibrated tip wire guide, awg2-35-450. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and determined that the drive wire had separated from the handle. The device was returned with the basket fully retracted into the sheath. There was a clear liquid inside the clear tubing. During a functional test the handle was manipulated and there was no response from the basket. The handle was disassembled and it was noted that the drive wire had separated from the handle with nesting inside of the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket was fully formed and intact. Solder was present on the handle cannula at the joint. No other anomalies were detected with the device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a endoscopic retrograde cholangiopancreatography (ercp), the nurse used a cook memory ii double lumen extraction basket. The physician asked the nurse to prepare a memory basket for stone removal. The nurse unpacked the product package and pulled and pushed the handle to confirm the product. There was no problem at that time. However, after the basket was inserted into the common bile duct (cbd), when she tried to open the basket the handle did not move. The procedure was completed with another cook extraction basket [mb-35-2x4-8]. There was no reportable information at this time. The device was evaluated on 31-oct-2019 and it was noted that the drive wire disconnected from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.